Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: j0012763v, implanted: (B)(6) 2001, product type: lead. Product ID: 3888-56, lot#: j0012763v, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 14-sep-2004, UDI#: (B)(4) ; product ID: 3888-56, serial/lot #: (B)(4), ubd: 14-sep-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient indicated he was implanted with a stimulator in the 1980's. The hcp indicated components were removed except for a partial lead around the occipital area of the brain via x-ray and patient said it was scarred in and couldn't be removed.